Manufacturer narrative:
Concomitant medical products: evolutr-26-us transcatheter valve, implanted: (B)(6) 2016, w1dr01 ipg, implanted: (b)(64) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia (at) / atrial fibrillation (af) episodes. It was noted that the right ventricular (rv) lead exhibited high thresholds. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.